Event description:
It was reported occlusion alarms occurred. Customer changed the pump supplies to address the issue. Customer¿s blood glucose (bg) was "high"; although specific value was not provided, with high ketones. Customer attempted to address the elevated bg with a correction bolus via the pump. Reportedly the customer is wearing the cartridge and infusion set for longer than 48 hours with humalog insulin. Tandem technical support (cts) informed customer that wearing the cartridge and infusion set for longer than 48 hours with humalog insulin is off label per the user guide. The customer went to the emergency room and was subsequently admitted into the intensive care unit (ICU) with a blood glucose (bg) level of 900 mg/dl. Customer was treated with intravenous fluids of saline and insulin, which resolved the issue, and the customer was released on 1/2/24 with no permanent damage. Tandem technical support (tts) performed a system check and the pump is functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: change your infusion set every 48¿72 hours as recommended by your healthcare provider. Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider. H3 other text : device not returned.